Manufacturer narrative:
A ge svc rep performed an on site investigation. The malfunction was verified. Identified the need to replace the motron board and the eprom. The components were replaced. The sys was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 2800 sys experienced intermittent down motion limited error on the table. No pt injury was reported.